Event description:
It was reported that following an MRI, the patient's pump showed a confirmed pump motor stall in the attention dialogue box as well as the event logs. An alarm was heard, the pump was interrogated and updated multiple times without a motor stall recovery noted. The patient was sent home without confirmation of a motor stall recovery. The pt was seen at the clinic the next day and a motor stall recovery was noted. No timeframe between the stall and recovery were reported. No patient symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates liorsesal. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.